Event description:
During a ptca/stenting procedure, the quantum maverick monorail balloon ruptured at 10 atms. The number of inflations is unk. The lesion being treated was a calcified and 90% stenotic lesion in the mid lad coronary artery. The quantum maverick monorail balloon was being used for post-dilation, after deployment of a cypher stent. The quantum maverick monorail balloon was removed and the delivery balloon of the cypher stent was used to successfully post dilate the stent. A 6f terumo jl4 guide catheter, a runthrough guide wire, and a cypher stent were also used in the procedure. No pt injuries or complications were reported.